Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error when turned on. It was indicated that the printed circuit board (pcb) was out of specification. It was also indicated that the atrial connector was cracked. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error when turned on. The epg was returned for service. There was no patient involvement.